Manufacturer narrative:
Patient information unavailable.

Event description:
A peripheral procedure commenced on (B)(6) 2020 to treat a severely calcified lesion in the mid superficial femoral artery (sfa). This procedure was part of a postmarket study taking place in (B)(6), and a philips representative became aware of the event on 01 dec 2020. The physician chose to use a spectranetics turbo-tandem laser atherectomy catheter to treat the lesion. It was reported that after use of the turbo-tandem device, a dissection (grade a) was observed. A plain old balloon angioplasty (poba) (non-drug coated) was used to treat the dissection, the procedure was completed, and the patient survived the procedure. There was no alleged malfunction of the turbo-tandem device in use during the procedure. This report is being conservatively submitted because it cannot be confirmed at this time whether the turbo-tandem device was being used in the area in which the dissection was observed.